Manufacturer narrative:
Concomitant medical products: 6947m lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited shorter than expected longevity due to high left ventricular (lv) lead pacing outputs. Reprogramming was performed. The device and lv lead remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.